Event description:
7 cases of respiratory infection with achromobacter xylosoxidans, between (B)(6) and (B)(6) 2021, in resuscitation at the (B)(6), identified after discovery of the contamination of the endoscope by the same germ. Endoscope sequestered and sent for expertise to supplier (pentax). One death is reported but unrelated. (B)(6) # (B)(4). This event occurred at the time of during use.

Manufacturer narrative:
Evaluation summary: the first analysis of the causes and observations on the device sent by the establishment: as per the results of microbiological tests, which were initiated by the hospital and have been carried out on (2021-12-24 & 2021-12-31, pathogens have been detected at the device (pentax fiber bronchoscope fb-15v). Since a very long time did elapse between the date of occurrence ( ( B)(6) 2021) and the date when pentax was informed (2022-01-31),we are unable to conclude whether our device (fb-15v) may have contributed to the bacterial infection that was observed in (B)(6) 2021. Besides of this: an inspection carried out at our service facilities at pentax (B)(4) on 2022-02-02 revealed the device of concern was not in operational condition at all; it is damaged and does require a mandatory repair. The damages are listed below: crushed segment, wrinkled insertion tube, striped insertion tube, multiple point cfb image fiber (i.e. Damaged fiber optics), pleated bonding tube. As per the instructions for use, the device must be checked prior to use whether it is fully operational. If the users would have carried out these checks, they must have detected the device of concern was not in operational condition. In so far we consider this as "abnormal use", i.e. A violation of the instructions for use. Nevertheless, the damages observed during our inspection do not allow a conclusion whether the device of concern may have contributed to the bacterial contamination or not. Instead the results of the microbiological assessment from 2021-12-24 & 2021-12-31 do indicate the reprocessing at the hospital is obviously insufficient. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the first analysis of the causes and observations on the device sent by the establishment: as per the results of microbiological tests, which were initiated by the hospital and have been carried out on (B)(6) 2021 , pathogens have been detected at the device (pentax fibre bronchoscope fb-15v). Since a very long time did elapse between the date of occurrence (2021-10-12) and the date when pentax was informed ((B)(6) 2022), we are unable to conclude whether our device (fb-15v) may have contributed to the bacterial infection that was observed in october 2021. Besides of this: an inspection carried out at our service facilities at pentax france on 2022-02-02 revealed the device of concern was not in operational condition at all; it is damaged and does require a mandatory repair. The damages are listed below: crushed segment, wrinkled insertion tube, striped insertion tube, multiple point cfb image fibre (i.e. Damaged fibre optics), pleated bonding tube. As per the instructions for use, the device must be checked prior to use whether it is fully operational. If the users would have carried out these checks, they must have detected the device of concern was not in operational condition. In so far we consider this as "abnormal use", i.e. A violation of the instructions for use. Nevertheless, the damages observed during our inspection do not allow a conclusion whether the device of concern may have contributed to the bacterial contamination or not. Instead the results of the microbiological assessment from (B)(6) 2021 do indicate the reprocessing at the hospital is obviously insufficient. Besides of this it came to our knowledge there are construction works ongoing at the hospital which may have an impact on hygiene and hygiene related processes as well. Independent from this, an additional microbiological assessment initiated by pentax france on 2022-02-02, no pathogens have been detected.